Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and expired on the same day, which is alleged to have been caused by the pt's exposure to the product administered during hemodialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of add'l info.